Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. The completed failure analysis determined the rad-97 was unable to obtain values due to recessed pins on the tb20 connector. A "sensor off patient, interference detected" error message was triggered. When a known good tb20 connector was installed into the device, the device was able to obtain readings and no product performance issues related to accuracy was observed.

Event description:
The customer reported the rad-97 repeatedly measured incorrectly or not at all. No patient impact or consequences were reported. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed.  If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Device evaluated by MFR: device not returned.

Event description:
The customer reported the rad-97 repeatedly measured incorrectly or not at all. No patient impact or consequences were reported.